Event description:
Failed total knee, no bony ingrowth as needed. Original implant (B)(6) 2003. Implant removed and replaced with new one on (B)(6) 2005. Note: implant device had been recalled by MFR.